Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the flow sensor reading was inaccurate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass. There was no change out, no delay, and no blood loss and the surgery was completed successfully. The problem was described as, 'the accuracy of the flow sensor is low'.

Manufacturer narrative:
Updated blocks: b5. H3 and h6 during laboratory analysis, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment. The pst configured the perfusion screen and started the pump while monitoring for any inaccuracies. The flow was set to 2.50 liters per minute (l/min) and ran for 24.25 hours with no observation of any inaccuracies. It was determined that the flow sensor met specification.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.